Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that when the customer had a higher blood glucose such as 14.0 mmol/l, the bolus wizard would not give a bolus amount and it would cancel the bolus. Customer stated that for the past 2 days, the boluses stopped. Customer stated that they were able to clear the alarm and they changed the batteries 2 days ago. Customer stated that the pump was not dropped or bumped. Customer stated that it has occurred several times in the past 2 days. Customer stated that they tried with a blood glucose of 9.5 mmol/l and the bolus was cancelled by the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was programmed with multiple bolus wizard deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the daily history screen. No unexpected bolus stopped alarms were noted during testing. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.